Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys anti-tpo assay on a cobas e411 immunoassay analyzer (rack system). Initial result: >600.0 iu/ml (accompanied by a data flag and considered above the measuring range). The customer questioned the initial result as it did not match the patient's previous results. The sample was then repeated. 1st repeat result: 10.22 iu/ml obtained with a manual dilution of 1:5 and, therefore, multiplied by the factor 5 the final result would be 51.1 iu/ml. 2nd repeat result: 18.76 iu/ml (no dilution). No questionable result was reported outside the laboratory. The 2nd repeat result was deemed to be correct.

Manufacturer narrative:
The anti-tpo reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d4 was updated. The calibration was not performed daily as recommended. The product labeling states: "renewed calibration on all analyzers: daily: when using the same reagent kit on the analyzers." The provided qc screenshot showed that the qc was within ranges, but the measurement date/time and the actual numeric results were not shown. The provided pre-analytical showed that the customer used 13 mm diameter tubes but did not use the required rack adapters for them. The investigation did not identify a product problem. The cause of the event could not be determined.